Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay performed with nasopharyngeal samples on enat flowq swabs (regular tip 552c) on various dates in 2022. This report is for patient four (4) of four (4) and for lot number m185044 (quantity 2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. The patient was retested on a different ID now covid-19 assay on an unknown date which generated a negative result. Confirmation pcr testing (platform unknown) was performed on an unknown date which generated negative results. The customer indicated that there was no impact to the patient or patient treatment. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR report numbers: 1221359-2022-03459 through 1221359-2022-03462.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185044 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m185044 and test base part number 190-430 / lot m185044. The lot met the required release specifications. A review of the complaints reported as false positive negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185044 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.